Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt stated the pump presses on her ribs and caused a great deal of pain. The pump was causing agitation on the pelvic bone and the bottom half of the left rib cage. The pt was on pain medication to help mask the pain from the pump. It was also painful for the pt to sit. The pt had the pump repositioned but, felt it had slipped back. The pt did get relief from the pump. A follow-up report will be submitted if additional info becomes available.